Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a system alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved. Manual rinseback was performed, however not all blood could be returned resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing manual rinseback in a timely manner. Device labeling instructs in the event of a system alarm to turn power off and then back on again. If alarm recurs, a manual rinseback must be performed. The cause of the system alarm was most likely caused by residual air in the cartridge waste chamber not adequately removed during prime, or dirt or debris on the blood leak detector (bld) mirror which interfered with the bld signal. The cycler alarmed appropriately. The user's guide provides instructions for removing air from the blood circuit prior to connecting the patient, as well as cleaning the bld mirror on a monthly basis. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between the nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff and additional training for air removal during prime and performing manual rinseback will be provided. There have been no similar events reported for this patient. Nxstage medical considers this report closed. No additional information will be provided.